Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently, the patient was administered general anesthesia in 2010 to place a longer abutment. Post operatively, the patient was prescribed oral antibiotics for one week. The implanted device remains.